Manufacturer narrative:
The distributor representative contacted the customer over the phone. The distributor representative asked if it seemed like the pumps were under-infusing or over-infusing. The customer said no just the protocol was not set up right. The distributor representative walked the customer through the steps of setting up the protocols on the pump. No issues were reported after that.

Event description:
On 11/25/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 09/15/2020 and stated that pump no serial number given "having a problem with the programmed protocols in the pumps going too fast. Is there a way to check the protocol." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured. No information was provided for the pump serial number, model number, or lot number.